Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the account like a meeting with ethicon? Was this a rf ablation procedure? Is the megadyne pad currently being used in the facility. If no, why not? Is there any damage(s) noted on the pad? If yes, where are they and what is the description of the damage(s)? Are there photos that can be shared of the pad? If yes, please send to productcomplaint1@its.jnj.com. What is the serial number of the pad? How long has the account been using mega soft? [Hs[1]. Does the surgeon believe there is an alleged deficiency to the pad that led to patient burn and if so, why? What was the surgeon touching with her fingers when the burn was identified? When the surgeon activated the diathermy was the diathermy in direct contact with the tissue or was the direct contact with a metal instrument? When were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling, no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn (such as salve or stitches)? Where is the burn located on the patient? Was the reported issue at the pad site or alternate site? Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? What was the surgical procedure? What was the surgical procedure date? How long did the surgical procedure last? What cleaner or disinfectant (brand name or active ingredients) was used to clean the pad? Was the pad rinsed with water and let dry before this surgical procedure? How was the patient positioned? Is it possible the patient was in contact with a metal portion of the or table? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad (ex. Sheet, drape, etc.)? Were there liquids used in prep? What skin preparation regiment was utilized for the procedure? Was urine or other fluids detected in the field after surgery? Was there any patient warming blankets used? If yes, what warming device and/or blankets were used and what is the location in relation to the patient? What temperature setting was used on the warming device(s)? What generator was being used? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? What monopolar disposables were used during the procedure? What is the age of the patient? If the age of the patient is not known, is the patient an adult or pediatric patient? What ethnicity is the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient suffered burns on glutes during the surgery.

Manufacturer narrative:
(B)(4). Date sent 8/5/2025. Photo analysis: this is an analysis of an image submitted for evaluation. The image provided by the customer shows multiple irregularly shaped erythematous lesions and charring skin areas with exposed dermis layer in the right and left gluteal region, with no discharge or bleeding. The skin surrounding the lesion is metallic gray in color, thickened and with noted crusting. This is consistent with second- to third degree burn. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited.